Event description:
Account states that pt was draped and prepped. The dr applied too much solution and then used a lap sponge to blot some of the solution. The lap sponge was placed next to the pt. As the cautery was activated the lap sponge ignited and the flames seemed to follow the solution on the pt. The pt rec'd 1st degree burn on neck.